Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 while harvesting the saphenous vein the user of the device stated she activated the harvesting tool to cauterizing a branch and noticed the device failed to deliver the energy. After removing the harvesting tool from the harvest cannula she observed the cauterizing jaws had become separated. The user immediately removed the device from the surgical field and opened a new hemopro 2. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected occupation from "physician" to "nurse". (B)(4). The hp2 device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue and char buildup was observed on the jaws. A visual inspection was conducted. The heater wire was flexed away at the center of the hot jaw. The heater wire remained in place at the base and tip of the hot jaw. The silicone insulation was peeled away at the tip of the hot jaw, leaving the metal components of the hot jaw exposed. The device was evaluated for electrical function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The jaws were cleaned gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.651 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the return condition of the device and the evaluation results, the reported complaint is not confirmed for the reported failure mode " failure to deliver energy" but was confirmed for the reported failure " bent wire" and analyzed failure "peeled jaw". Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 while harvesting the saphenous vein the user of the device stated she activated the harvesting tool to cauterizing a branch and noticed the device failed to deliver the energy. After removing the harvesting tool from the harvest cannula she observed the cauterizing jaws had become separated. The user immediately removed the device from the surgical field and opened a new hemopro 2. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 while harvesting the saphenous vein the user of the device stated she activated the harvesting tool to cauterizing a branch and noticed the device was not working. After removing the harvesting tool from the harvest cannula she observed the cauterizing jaws had become separated. The user immediately removed the device from the surgical field and opened a new hemopro 2. The hospital did not report any patient effects.